Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the issue that the unit has a blank screen. The unit was triaged and the reported condition was confirmed. This was determined to be due to liquid ingress as dried formula was found on the pump. This may be due to a cleaning procedure issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports a black screen.

Manufacturer narrative:
Submit date: 01-jun-2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports a black screen.